Event description:
(B)(4). I have had abdominal cramping since 2012 when the device was put in as well as heavy periods, 7-10 days. As well as spotting in between. I was always 28 days every month! For the last 14 months I have had chronic diarrhea, 25 pound weight gain, headaches, ringing in ears, metallic taste in mouth, dizziness, nausea, extreme fatigue, abdomen is abnormally bloated, mood swings. I have been to three different doctors, one of which was my ob/gyn who put the essure in. All of my tests, including blood work, fecal samples and urine came back fine except for being low on iron. I was told by my ob/gyn that preformed the essure procedure that I was fine. She did have a difficult time back in 2012 putting the coil in my right tube, that is the side of my abdomen that cramps the most. I feel like I am trapped in someone else's body. I've actually had family members, whom I hadn't seen in years and recently visited tell me that I looked like "crap". I tell them I feel that way too! I'm so sadden that this is the outcome for myself. I am only (B)(6), I should not feel this bad!!!! Before I had essure I was very healthy and happy. I ran up to 5 miles a day, that not the case anymore. Every woman I talk to I tell them about essure and urge them not to get it, it'll ruin your health and well being!!! I am currently in the process of trying to get essure removed. We have (B)(6), while they covered part of it we had to pay for the rest our of pocket. Having essure implanted was the worst decision I have ever made! Please take essure off the market!!!